Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted within the common bile duct of a patient on (B)(6) 2011. According to the complainant, the patient had previously undergone a liver transplant on an unknown date, and subsequently formed an anastomotic stricture. However, the exact indication for the stent placement could not be confirmed. On (B)(6) 2011, approximately seven months post stent placement, the patient underwent an endoscopic retrograde cholangiopancreatography procedure where it was discovered that the stent had migrated. During attempted stent removal, the retrieval loop broke and embedded within the patient's ampullary tissue. It was reported that, "the tissue was damaged in the sense that the removal loop was pushing through from the inside of the duct into the duodenum." The physician attempted to pull the removal loop and therefore bring the stent through the tissue; however, when he attempted to pull on the loop, the loop separated from the rest of the stent and poked the ampulla for a brief second. The physician pulled on the loop again, but, "the removal loop went out of frame." It could not be verified if the fragmented loop was retrieved from the patient. Minor bleeding occurred when the physician tried to remove the loop from the patient's tissue. A balloon dilation was performed in an unsuccessful attempt to slough the tissue off and remove the stent. Therefore, the physician implanted a non-bsc stent within the wallflex biliary rx covered stent, to provide hemostasis for the minor bleeding and to help slough off the tissue. The patient's condition was reported to be 'okay' post procedure.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was in his (B)(6). The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported issue of stent migrated. Reported issue of biliary stent retrieval loop broken. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.